Manufacturer narrative:
One device was returned for repair with complaint of backup audible alarm and plunger problem. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. Visual inspection found plunger flippers are damaged and stuck, which caused check syringe plunger sensor error. Replaced plunger assembly kit. Power on self-test found backup audible post alarm caused by buzzer failure on main printed circuit board (pcb). Replaced main pcb. Device passed all testing post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the bgnd test and syringe plunger alarms. It is unknown if there was patient involvement.